Event description:
The facility representative reported a colleague infusion pump with failure code 804:26. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was identified as a software failure. No repairs were performed for the reported condition. This issue has been escalated to CAPA. A service history review was performed revealing that the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.